Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous graft (avg) in the moderately tortuous and moderately calcified vessel in the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however it ruptured at 18 atmospheres on the first inflation. The contrast media did not leak inside the patient when the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 75x6x100mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was examined and no tears or holes were identified. The balloon was inflated to rated burst pressure and no pinhole leaks were evident, however, a droplet was identified leaking from the tip and the balloon slowly deflated. As the leak did not originate from the balloon, the balloon material was removed using a blade in order to find the source of the leak on the shaft. A detailed examination of the lap weld area identified no issue which may have contributed to the leak; however the leak is consistent with a breach between the wire lumen and the inflation lumen. A visual and tactile examination found that no damage to the shaft/inner or tip. There were no issues noted with the lap weld area of the device. One possibility is that the guidewire managed to puncture through the wire lumen into the inflation lumen, resulting in the leak. However the exact location of the leak is unknown and when a wire was passed through the lumen, no resistance was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous graft (avg) in the moderately tortuous and moderately calcified vessel in the forearm. A 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however it ruptured at 18 atmospheres on the first inflation. The contrast media did not leak inside the patient when the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 75x6x100mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.